Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00613, initially reported on 06-aug-2020 through esubmitter. This MDR is to reflect the additional information received. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated that the tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the shorter pump exhaust tubing at the tubing/strain relief junction. A separation of this type could then allow the loss of fluid, rendering the device inoperable. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information. A titan otr pump, and two cylinders, were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed surface abrasion, indicating repetitive contact between surfaces. Microscopic evaluations revealed surface abrasion on all pump tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2.